Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check lines and bags alarm during the last fill on the homechoice machine(hc). The technical service representative(tsr) assisted the hp to check the lines for any kinks. The hp stated they disconnected the heater bag and added a new bag to the heater line. The tsr explained the alarm and advised the hp to end therapy. The hp was contacted on (B)(6) 2011. The hp stated he did not develop any adverse reactions or require any medical intervention. The hp stated he is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. The complaint was confirmed in the lab for use error. The root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4).